Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent removal procedure in the bile duct, performed on an unknown date. During the procedure, when the physician attempted to remove the stent, the advanix stent has been getting stuck or stretching and tearing. The physician tried to remove the stent using various positions with the scope and elevator but was difficult to remove and was coming apart while retrieving the stent. The advanix biliary stent was removed and it was unknown if a new stent was implanted. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed the stent was broken, kinked and changed of cosmetic appearance.